Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl, and a loss of consciousness. Subsequently, customer was hospitalized. No information was provided regarding type of treatment received. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined to upload pump data for review by tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.